Event description:
It was reported that there is a stain that looks like oil found around the tray when the customer opened up the package.

Manufacturer narrative:
We received one open 6f introducer tray with all the kit components inside. Examination of the tray found what appeared to be silicone oil. The oil appears to start from the introducer valve and spreads from the valve to the introducer sheath tip. Per drawing medical silicone fluid is to be put into the valve assembly. Chemistry testing found the substance showed similar absorption characteristics when compared to polydimethyl siloxane (silicone) like material. An investigation has been initiated to determine the root cause and implement any necessary corrective actions. A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
The device evaluation is anticipated. At this time the complaint cannot be confirmed without the product. A supplemental will be submitted when the product evaluation is complete.